Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received persistent occlusion alarms. Troubleshooting was unable to be performed as occlusion alarms occurred in the past. Reportedly, the customer reverted to manual injections to continue insulin therapy.